Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. It was explained that the patient felt a pop in his abdomen and soon after, returned to baseline with his incontinence. Upon removal, it was noticed that there was a leak where the balloon meets the prb hub. After the surgery, the physician performed a cystoscopy and confirmed the device was functioning well. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. It was explained that the patient felt a pop in his abdomen and soon after, returned to baseline with his incontinence. Upon removal, it was noticed that there was a leak where the balloon meets the prb hub. After the surgery, the physician performed a cystoscopy and confirmed the device was functioning well. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.